Event description:
A customer reported that the system shut down completely during a cataract with (iol) intraocular lens implant procedure. The customer connected the system to a different power terminal and was able to turn the system back on to complete the case. There was no harm to the patient.

Manufacturer narrative:
The customer called a technical support specialist (tss) to assist with troubleshooting. The customer connected the system to a different power terminal and was able to turn the system back on. The tss walked the customer through checking the event log, and it showed system message [ac power lost]. The tss advised the customer to check the power cord and make certain it is firmly connected. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).